Manufacturer narrative:
Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with intralase patient interface (pi) during surgery. There was indication that patient was nervous and moved during procedure. It was noted that one (1) iflap procedure was replaced and that the surgery was completed successfully.